Event description:
It was reported that the low water temperature was not working. No patient injury was reported.

Manufacturer narrative:
The product was received for evaluation. Visual and functional testing were performed. The front cover was broken on a top corner. During the functional testing the reported issue was duplicated. The low recirculation solution alarm (float switch) would not sound when triggered. The root cause of the reported issue found to be faulty printed circuit board (pcb). The pcb was replaced. The technician performed preventative maintenance (pm), device passed functional and delivery tests. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D4 unique identifier and g5 are unknown. No information has been provided to date this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).